Event description:
It was reported that during the second inflation of a 2.25 x 15 mm rx trek in the distal right coronary artery, the balloon ruptured at 14 atmospheres. The lesion was not calcified. Two xience v stents were implanted and post-dilatation was performed with a 2.5 x 15 mm nc trek. The procedure was completed. There was no reported resistance during advancement or retraction of the device during use in the patient. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, wizard 3. Guide catheter: heartrail al1 7f. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned catheter noted that the balloon was loosely-folded, consistent with inflation of the device, as reported. A new indeflator was filled with water was used in attempt to pressurize the catheter, but the analysis was unable to confirm the reported complaint as the balloon successfully inflated to the rated burst pressure (rbp) without any anomalies noted. As the analysis findings were inconsistent with the reported information, further clarification was requested to verify if the correct device was returned for analysis and the account confirmed that the right device was received. Although no other damage was originally reported, there were three kinks found in the distal shaft. As this damage was not reported during inspection prior to use, this suggests that the shaft likely kinked during the procedure or from further handling as the device was packaged for shipment back to abbott vascular for analysis. If the shaft became kinked at some point during the procedure, this could cause a decrease in flow of contrast to the balloon during inflation attempt, which in turn could be interpreted as a balloon rupture. However, since it could not be confirmed when this damage occurred and functional testing was unable to confirm the reported complaint, it is unknown how the damage contributed to the complaint. In this case, based on the information provided and the analysis of the returned catheter, there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record did not reveal any non-conforming material record issues with this lot and all lot release testing for balloon ruptures/inflation times met specification. Additionally, a query of the complaint handling database indicated no similar incidents.